Manufacturer narrative:
The events of lymphoma, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "contracture," baker grade iii-IV, "fluid in pockets," and "bia-alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "contracture," baker grade iii-IV, "fluid in pockets," and "bia-alcl." Manufacturer of the device is unknown. Device has been explanted.